Event description:
Status post sternum reconstruction with plate and screws, patient returned to surgeon after reportedly feeling a jolt in his car and felt pain. An x-ray showed one screw on the superior side was backing out. Surgeon is not removing the hardware at this time. Surgeon noted patient was informed to discontinue lifting weights and patient is reporting conflicting information of comfort and pain level to the surgeon. This is one of two reports for this event.

Manufacturer narrative:
This information was not provided during the initial report. Additional information has been requested. Subject device has not been explanted. Synthes is unable to provide the date of manufacture without a lot number provided or the returned device. The investigation could not be completed, no conclusion could be drawn, as no product was returned and no lot number was provided. Without a lot number a device history record review cannot be requested.